Event description:
The device was used during a lap cholecystectomy procedure. Reportedly the knot on the suture broke as they were attempting to close the pouch so the suture came out of the bag. They cut the bag off the loop and retrieved it and the procedure completed without furtyher incident. No reported injury or ill-effects to the patient.